Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
It was reported to philips that the device displays therapy error. There was no reported patient involvement.

Manufacturer narrative:
This report has been identified as a duplicate of MFR. Report #1218950-2018-00873.